Manufacturer narrative:
Concomitant medical products: dtma1d4, implanted: (B)(6) 2019; 1125, hvad outflow graft, implanted: (B)(6) 2019; 1103, hvad pump, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible occasional right atrial (ra) lead undersensing and possible intermittent far field r-wave (ffrw) oversensing noted on stored electrograms (egm). The lead is still in use. No patient complications have been reported as a result of this event.